Manufacturer narrative:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the pulse generator exhibited backup operation due to event queue overflow. A device download was performed successfully.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the pulse generator exhibited backup operation due to event queue overflow. A device software download was performed successfully.